Event description:
Additional information was received on october 14 noting that the filter in place was a cook medical gunther tulip, but the date of implantation was not provided. The physician also noted that the hub separated from the sheath with minimal force applied.

Manufacturer narrative:
Additional information: per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation/evaluation: on 27aug2019, cook became aware of an incident where during a procedure the complaint device gunther tulip vena cava filter retrieval set "rpn: gtrs-200-rb lot: unknown" after a successful filter retrieval it was noted that the hub had separated from the sheath. The issue was reported by a physician at (B)(6), ca. Complaint: (B)(4) was opened in response to this incident. No adverse effects to the patient were reported and the procedure was successfully completed with the device in question. Reviews of the complaint history, documentation, instructions for use (IFU), manufacturer¿s instructions, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: states under intended use, that the product has been designed for retrieval of implanted gunther tulip and cook celect vena cava filers in patients who no longer require a filter. Also, any IFU version warns that excessive force should not be used to retrieve the filter. The investigation concluded that based on the information provided the exact reason for this hub separation to occur during retrieval of an tulip filter cannot be determined, but it should be noted the filter dwell time was not informed and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the hub to separate. Also, the IFU warn that excessive force should not be used to retrieve the filter. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: remove from h10: "per the quality engineering risk assessment no further action is required." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to retrieve a filter from the inferior vena cava (ivc), the hub of a gunther tulip vena cava filter retrieval set catheter separated from the device. The procedure was completed with the complaint device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.